Manufacturer narrative:
A service report completed and dated 09/08/2017 by a dmtj field service engineer indicated that the device was in compliance with dornier specifications. A hematoma is listed as a potential adverse effect and complication in the compact delta ii operating manual. The details concerning the patient outcome are as follows: six hours after eswl was performed on (B)(6) 2017, the patient was hospitalized with a subcapsular hematoma. The patient then required hospitalization for nine days with both an antibiotic and hemostatic agent administration. No fault with the device as manufactured. Device was found to be functioning within dornier specifications. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech systems gmbh (the manufacturer) per exemption number e2012002.

Event description:
"The patient was hospitalized urgently with subcapsular hematoma 6 hours after eswl was performed. The patient required hospitalization for 9 days with antibiotic administration and hemostatic agent administration."